Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2011-08209. The patient received the scs system on (B)(6) 2011. It was reported the entire system was explanted due to an infection. The physician suspected that the infection was unrelated to the device. No further information is available at this time.